Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The navlock was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. One of the two side tabs had been broken off and was missing. Otherwise, with markers attached and were fully seated, the tracker displayed a good geometry error with normal tracker, but the divot error was high. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the sites navlock tracker grey was defective. No patient was present at the time of the event.